Event description:
The facility reported a colleague infusion pump with the reported condition of keypad failure at channel a. The failure occured before use of the device. It is unknown in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.5(5.48.92).

Manufacturer narrative:
(B)(4). According to sample evaluation, the reported condition was confirmed. The assignable cause was determined to be fluid ingress in the keypad and a broken keypad flex cable. No repairs have been made at this time. A service history review revealed that this device was previously serviced for the keypad failure. However, the assignable root cause was not the same in the previous service. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.